Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose level at the time of incident was over 350mg/dl. The customer's most current level was 93mg/dl. The customer states they changed their set and their levels began to drop. The customer was advised to contact their healthcare provider regarding the unexplained high blood glucose levels. The customer was advised to monitor the device and call back if issues reoccur.